Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that a right hip revision surgery was carried out on a patient because the alumina head had fractured. Patient was bending forward to get milk off a shelf. No preceding trauma/falls.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. "The head was fractured and the nine largest fragments were returned. Based on a visual inspection of the returned fragments, approximately 70% of the head was returned for analysis. The devices were evaluated with the aid of a stereomicroscope at magnifications up to 50x. The location of the fracture origin could not be determined due to secondary chipping on the fracture surfaces." The material analysis concluded: "no material or manufacturing defects were observed on the device features examined." -medical records received and evaluation: a medical review was performed and concluded: "cup malposition in excessive inclination caused local overload with high peak contact forces in the ceramic articulation and consequently a ceramic head fracture." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded "cup malposition in excessive inclination caused local overload with high peak contact forces in the ceramic articulation and consequently a ceramic head fracture". No further investigation is required at this time. If further relevant information becomes available, this investigation will be re-opened.

Event description:
The customer reported that a right hip revision surgery was carried out on a patient because the alumina head had fractured. Patient was bending forward to get milk off a shelf. No preceding trauma/falls.